Event description:
It was reported that the pump kept alarming force sensor background test, there was contamination in the pump, and cracks in the bottom case. No patient injury was reported.

Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was missing, parts of the plunger head were missing, the left plunger case was damaged, the bottom case was cracked, and the battery compartment was cracked. A review of the event history log identified force sensor background test error. During functional testing using the start-up and inspection, the reported issue of force sensor background test error was duplicated. The pump was missing multiple plunger head assembly components and the plunger cable was not plugged in. The root cause of the issue was caused by the customer's incorrect assembly of the device. Installed missing parts of the plunger head and replaced damaged bottom case. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).